Event description:
Pt reports that she had discharge from her eye and was treated by a dr for infection in (B)(6) 2011. The ecp was contacted for more info, with no reply to date. This is being filed as an unconfirmed eye infection.

Manufacturer narrative:
This is being filed as an unconfirmed eye infection. Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. To date there is no confirmation of treatment or outcome of treatment. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the add'l info.